Event description:
It was reported that during cleaning conducted at the user facility, several components of the blade mount of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning conducted at the user facility, several components of the blade mount of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure. Upon receipt at the manufacturer facility, it was reported that the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Updated to reflect additional malfunction found upon receipt at the manufacturer facility. The reported disassembly of the blade mount components and trigger was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.